Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. No status indicator.

Manufacturer narrative:
Exemption number e2015058. The user first installed the pad-pak on the (B)(6) 2012 and performed to specification, alongside random manual power ons, up to the (B)(6) 2015. An increase in voltage suggests a further pad-pak was installed. The device passed a self-test on (B)(6) 2015 and then recorded a manual power up exceeding the ten minute time out which would indicate an in range patient impedance was detected. The device then records multiple manual fails containing a nonsensical date after this date due to a real time clock error. On receipt the pad clock was failing to increment and a nonsensical time and date were displayed. This would confirm the rtc error shown in the history log. A test pad-pak was inserted into the device and the device was manually power cycled however no status led was visible. This would indicate a fault. The device was disassembled for investigation. Multiple components were found to be significantly damaged. Investigation found extensive damage to multiple components. Although the investigation was unable to determine the root cause of the failure, information from the history log indicates the damage to the components occurred on or after the (B)(6) 2015 as all subsequent power ups contained nonsensical date and times which were traced to damage to the rtc circuitry. The excessive damage is consistent with the damage which would be expected if the device had been tested on a defibrillator analyser with an unsuitable power supply and may suggest that the device was subject to customer testing. This fault resulted in the device issuing a "warning device service required" prompt at shutdown. The distributor was contacted regarding the fault however they were unable to provide any further information. No further information could be obtained as to the cause of the fault as the component damage prevented new information from being successfully recorded.